Manufacturer narrative:
Analysis was performed by on site service personnel which included visual and functional testing. The results of the analysis indicated there was no issue with the audio from the piic itself, but the cable connecting to the remote speaker, which the customer had put under the table, had disconnected. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the customer had placed the wires under the table where they were disconnected from the speaker. The issue was resolved by changing the lan cable from the speaker kit and plugging it back in. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the patient information center ix (piic) indicating that audio from the sound extension is not working. The device was in use on a patient at time of event, there was no adverse event reported.